Event description:
My father-in-law is having difficulty with supplemental oxygen and nebulizers and the products are not working as they should to give him the oxygen he needs. The medical home health suppliers are not coming out soon enough to fix the issue to ensure he is getting the oxygen he should. Oxygen needs require immediate assistance and correction of problems. (B)(4).